Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose over 600 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with insulin via IV. It was reported that the patient¿s healthcare provider made recent changes to the patient¿s basal rate and bolus settings. Troubleshooting of the pump was not completed with customer technical support. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: during investigation, there was no meter returned with the pump. The black box showed a "replace battery" alarm. The total daily dose added up correctly and reflected the users programmed basal rate. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering accurately. There were no errors, alarms or warnings occurring during testing. The original complaint was unable to be duplicated.